Event description:
Customer reported unexpected negative reactivity of panocell 20, cell 7 for fyb antigen while trying to use cell as a positive control cell for anti-fyb. Cell 7 is typed in masterlist as fy(a+b+).

Manufacturer narrative:
The present of the fyb antigen was confirmed on fy(a+b+) cells, including cell # 7, from retention panocell-20, lot 04478.